Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed that the motor was damaged and exceeded the temperature specification. Therefore, the reported condition was confirmed. This was due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a laminectomy surgery the motor device was "getting hot". The planned surgical procedure was completed successfully without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.